Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message after 10 days of wearing the adc freestyle libre 2 sensor. As a result, the customer reported experiencing symptoms described as ¿neuro-related pains, "saw stars", vibrations (cramp), high blood pressure, and pain. The customer first went to health clinic, and was provided sugar and "salt-liquid" (saline) as treatment. The customer was then taken to a hospital where he was given pain killers and tresiba insulin as treatment. The customer additionally reported built-in meter glucose results of 2.8 mmol/l and 28.5 mmol/l, taken unspecified time apart, from day of event. There was no report of death or permanent injury associated with this event.